Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained higher sensor readings and subsequently experienced sweating and loss of consciousness. An ambulance arrived to the customer's home and a blood glucose result of 41 mg/dl was taken in comparison to a sensor scan 'hi' (readings greater than 500 mg/dl). The customer was treated with water, sugar, and carbohydrates for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event. The sensor scan result compared to paramedic meter result, when plotted on a parkes error grid, fell into the 'e' zone showing the difference in values to be clinically significant.